Event description:
The facility representative reported an infuso.r. Pump with a condition of pump turns off and on by itself mostly while changing the different speeds. This condition occurred during programming/setup in the "pediatrics" department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of a mini-infuser with a "pump turns off and on by itself mostly while changing the different speeds" issue was not confirmed nor reproduced during product evaluation. The assignable cause was not determined. No repairs were made in order to fix the reported condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.